Event description:
Heartmate 2 patient presents with dual life-threatening issues related to left ventricular assist device (lvad) therapy: recurrent pump stops on ac and battery power (status post splice repair of driveline already), and recurrent multi drug resistant pseudomonas bacteremia. Patient was treated with IV antibiotics for the infection and remained hospitalized as a status 2 for heart/ kidney transplant. Patient underwent successful heart/ kidney transplant 4 weeks of waiting in hospital.